Event description:
The patient reported that their lead that has been implanted for 18 years may be having a short. No known surgical intervention has occurred to date. No other relevant information has been received to date.